Manufacturer narrative:
The pump ((B)(4)) was returned for analysis. Analysis of the pump found gear train anomalies of corrosion, wear or lubrication and a stall due to shaft bearing.

Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID: 8835, serial# (B)(4), product type: programmer, patient. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was reported by a consumer via a company representative regarding a patient receiving clonidine (45 mcg/ml at 39.15 mcg/day) and dilaudid (15 mg/ml at 13 mg/day) from an implanted pump. The indication for use was non-malignant pain and lumbar radiculopathy. On (B)(6) 2016 a motor stall was seen in the event logs. The motor stall occurred on (B)(6) 2016 at 18:35, there was no stall recovery. The patient had not had an MRI. On (B)(6) 2016 the patient&#62688;pump was refilled earlier in the day and then patient had been working around the house with electrical tools at the time of the stall. The patient was given a prescription for oral medication and would consult with a surgeon on (B)(6) 2016 for pump replacement. No patient symptoms were reported. Additional information was reported by the rep on (B)(6) 2016. The pump had been replaced on (B)(6) 2016. The patient had called the pain clinic due to seeing an err or code on their personal therapy manager, the office advised the patient to contact the rep which they did. The patient then came into the clinic to have their pump interrogated. It was noted that the active alarm had been heard by the rep. The cause of the stall had not been determined and it was noted that the pump had been explanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.